Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience glaucoma, dry mouth, and chest congestion/irritation. The patient did have surgery to treat glaucoma as a form of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection was completed by the manufacturer. The manufacturer found black, brown and white unknown contamination (dust like) and some very small potential hairs at the air input of the blower box and blower motor. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes the contaminates found are consistent with dust and dirt, different colored fiber or hair contaminate and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience glaucoma, dry mouth, and chest congestion/irritation. The patient did have surgery to treat glaucoma as a form of medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.